Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display screen. The battery compartment was also cracked from the battery compartment threads to the bumper. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 03/02/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the returned battery cap was used to complete investigation. Investigation revealed a dim and faded display screen. The battery compartment was also cracked from the battery compartment threads to the bumper. (B)(6).